Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had off no power alert. The blood glucose was unknown at the time of the incident. After reviewing alarm history, it was reported that, they did not receive a low battery alert prior to the off no power alert. Customer states there were not unattended alarms. Customer advised to replace the insulin pump. The insulin pump will not be returned for analysis.